Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a "settings not available" message when trying to increase stimulation for group c. This didn't happen with group a or b. They tried decreasing stimulation down to 0 and going back up but it wouldn't go past 0.8 volts. They also tried resetting the li battery. Additional information received from a manufacturer's representative on (B)(6) 2019. It was reported that the representative met with the patient on (B)(6) 2019 and the patient's impedance on electrode 15 was greater than 40,000 ohms. The representative used electrode 14 instead and the oor issue was resolved. There were no other electrodes with an impedance issue. No further complications reported.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient recalled resolving the s ettings not available message by removing the battery pack from the patient controller overnight and reinserting it in the morning. However, this is contradictory to the information previously received regarding this event. Additionally, the patient noted that the patient¿s pain has been getting worse for the past few months. The patient has serious back issues (pre-existing) and has gone to physical therapy for it. 1.5 years prior to the report, the patient had an MRI and her health care professional had suggested that there were no surgical options to resolve the pain for the patient. It was reported that the patient had decreased the stimulation on 2020-jan-02 but is not able to increase stimulation starting on the day of the report. The patient has tried increasing the stimulation two times; however, when they try to increase, they see the settings not available message on the patient controller. The patient has tried resetting the patient controller to try to resolve the issue; however, the issue had not resolved. The patient has not experienced any trauma or falls recently. The patient noted on 2020-jan-03 that removing the battery pack from the patient controller for 12 hours and then reinserting it resolved the issue of seeing the settings not available message. The patient has tried dif ferent groups, and the issue appeared resolved. However, the patient still has an appointment scheduled with their health care professional in 3 weeks to address the settings not available message as well as the increase in pain. There were no further complications reported.

Manufacturer narrative:
H6. Evaluation method code 4114 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating that the new settings work a little better, but it's still not that effective. The settings not available message was resolved from reprogramming. No patient symptoms reported. No further complications repor ted/anticipated.